Event description:
It was reported that a patient underwent a cardiac ablation procedure with a lassostar, 10p, dia 20mm loop size and issues with shaft broken and shaft bent occurred. It was initially reported that the ¿sheath of the lassostar¿catheter was broken during inside the catheter into the heliostar¿ sheath¿. There were no patient consequences. Additonal information was received on 15-sep-2022. Clarification was received and that the issue is with the shaft or the handle of the lasso. It was reported that there was no visible damage/deformation of the delivery sheath. The hemostatic valve did not fail or break. There was no hemostasis compromised. Air was not being introduced into the patient. The tip of the delivery sheath did pass through the vessel properly. There was no visible damage/deformation of the dilator. The shaft was bent, and this made it difficult to move forward. The product is not available for investigation as the hospital discarded the product.

Manufacturer narrative:
Initial reporter phone:(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).